Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure, the periosteal revelator broke in the operating room. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record has been requested.

Event description:
This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The review of the production history revealed that the instrument was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. The fracture surface is homogenous, which indicates material conformity as well. Based on these findings we conclude that the cause of failure is related to a mechanical overloading during use. The instrument was manufactured according to the specifications. PMA 510k number: exempt.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.